Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed build-up and leaking of the cell-dyn sapphire hemoglobin syringe that was not resolved through instrument maintenance procedures. The customer stated, that the hemoglobin syringe was replaced one week after the installation of the analyzer. After the customer replaced the syringe, the issue was resolved. Subsequently, the night shift observed a "failed to home" error message for the hemoglobin syringe. The customer resolved the issue by replacing the faulty syringe with an older version of the syringe. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4): cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.